Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software were utilized and downloaded trace/history files properly. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 11-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn#: 000321476779) event date of 11-nov-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 11/03/2025 at 19:37:04.000, 11/06/2025 at 13:18:19.000, 13:19:28.000 and 13:20:28.000, 11/11/2025 at 22:57:00.000, 23:07:00.000 and 21:15:00.000 during bolus and basal deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The pump was received with a depleted thunderbolt edge alkaline. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. No dark spot on the screen noted the pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged not confirmed for dark spot at the bottom left corner of the pump screen and loss of communication between insulin pump and transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was dropped. The customer experienced hyperglycemia with blood glucose value of 1200 mg/dl. The customer reported coma, loss of consciousness, hyperglycemia was treated by visiting emergency medical services and hospitalization. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7040a. Troubleshooting was partially performed for high blood glucose and not performed for cosmetic damage. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.